Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic sleeve gastrectomy, the first device stopped working after firing the second load, the device had light sequence, it had solid blue light then it was blinking a green light under the handle icon and flashing a red light. Another device was opened after firing the next load, then it stopped working, and it had the same light sequence as the first device. They did not removed the battery form the handle, and as inspected the device light sequence had changed, there was no red light flashing, a solid blue light and had a blinking green light under the handle icon was still on. They used a new handle to complete the case and resolve the issue. There was an extension of 30 minutes or more in the surgery due to the event. The patient was alive with no injury.